Event description:
It was reported that lead was recording multiple measurements of varying and high impedance. A possible lead fracture was reported. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314trg ICD; implant date (B)(6) 2013. (B)(4).